Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. The unit has extensive damage, to the front bezel, top cover, bottom cover, door covers, broken ground poag, as well as corrosion and rust. It is recommended by the supplier to scrap the unit since the product line has been discontinued.

Event description:
It was reported on 09/26/2022 by a sales representative via sems that an ar-6475 pump is cutting out in the middle of surgery. This was discovered during a case with no patient harm.